Manufacturer narrative:
Information updated: evaluation conclusion codes and additional MFR narrative there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced reoccurring incontinence due to urethral atrophy. An artificial urinary sphincter (aus) revision surgery was performed in which the cuff was removed and replaced. There was no malfunction associated to the cuff and after the surgery the patient is good.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced reoccurring incontinence due to urethral atrophy. An artificial urinary sphincter (aus) revision surgery was performed in which the cuff was removed and replaced. There was no malfunction associated to the cuff and after the surgery the patient is good.